Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with these right atrial (ra) and right ventricular (rv) leads was admitted to the hospital following implant due to perforation and pneumothorax. Two weeks later, the patient was readmitted due to pericaridal effusion and cardiac tamponade. Specific details regarding the actions taken at the time of either admission could not be obtained and the lead responsible for the perforation could not be determined. Both leads were explanted. No additional adverse patient effects were reported.